Event description:
Surgeon implanted zero p on (B)(6) 2012 on c3-c4 due to degenerative disc disease. Upon post operative assesment, the surgeon was not satisfied with the implant position. Surgeon removed the construct (zero-p and 4 screws) the following day (B)(6) 2012. The implants were not replaced and patient was not revised to any additional hardware. This is the 1st of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Note: this device is used for treatment. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.